Event description:
The customer reported that the left side workstation monitor failed to properly function. This issue will prevent the display of the "live fluoroscopic image. No pt or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The connections on the left monitor were evaluated and reseated. The system was tested and found to be working as intended and returned to service.